Manufacturer narrative:
Correction to g.3. Aware date of the initial medwatch. Aware date should have been listed as 14-mar-2025. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare provider reported "explant due to left device rupture. Rupture was found via ultrasound which reported "left ruptured, diffuse haziness in subpectoral space. Shell discontinuation and collapsed." The device has been explanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare provider reported "explant due to left device rupture. Rupture was found via ultrasound which reported "left ruptured, diffuse haziness in subpectoral space. Shell discontinuation and collapsed." The device has been explanted.

Event description:
Healthcare professional reported left side rupture, diffuse haziness in subpectoral space, shell discontinuation, and collapsed. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required additional, changed, and/or corrected data: d9; h3; h6.